Manufacturer narrative:
Pr (B)(4) - supplemental MDR - foreign matter. Two photos were provided to our quality team for investigation. Upon photos investigation, it was observed that one white bubble embedded in the barrel. The condition observed is non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. If a small amount of water particles makes it into the mold, they become vaporized and can create an embedded concentration of this vapor in the produced part. This condition is occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3164164. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309628 batch number#: 3164164 it was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Email(s) attached on (B)(6) 2024, the reporter, who is the technician, phoned regeneron medical information and reported the following event. Technician reported that there were white specks seen in the syringe after the hcp drew up the eylea hd dose on (B)(6) 2024. She said this was identified when the hcp was ¿trying to get the bubbles out.¿ there are two white dots seen in the syringe at the 0.2 mark. Reporter said it was hard to tell if the specks are within the medication itself or just part of the syringe. She said the specks do not seem to be moving but commented that the medication is ¿viscous.¿ please note that during the questionnaire, technician first said she was unsure if non-supplied components were used since she was not the one preparing the product but later expressed that she assumed the hcp had only used the components supplied in the eylea hd kit. She will retain the affected product (vial, syringe, carton, and components) for return to quality. Technician confirmed another eylea hd was able to be prepared and used for the patient¿s dose; there is no adverse event associated with this request. Replacement was requested for one eylea hd. Ldp lot number: 8463800017 bd syringe catalog: 309628 bd syringe lot number: 3164164.